Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused severe tilt of the filter with the tip of the filter embedded into the inferior vena cava (ivc) wall and bowel, perforation of strut(s) outside the wall of the ivc and into surrounding tissue. The patient reported becoming aware of ivc perforation, tilting and device embedded in wall of the ivc and other than in wall of the ivc, approximately six years post implant. The patient further experienced chest pain and anxiety related to the filter. According to the medical records, the patient was admitted with a massive gastro-intestinal bleed and severe anemia. The patient¿s history was noted to include obesity, heart disease with a pacemaker, chronic obstructive pulmonary disease and depression. Surgical history was noted for cholecystectomy, ventral hernia, multiple back surgeries, a gastric lap band procedure and permanent pacemaker implant. Due to lack of peripheral venous access and the gi bleeding a right subclavian central venous triple lumen catheter was inserted. The patient underwent a computed tomography (CT) scan while in the hospital and an ivc filter was noted. The ivc filter implant records were not provided, as such the implant date cannot be confirmed or clarified. Approximately six years later, the CT images were submitted for outside review. The report noted the superior end of the ivc filter is at the l2-3 interspace. The filter is severely tilted anteriorly at the superior end and the tip is embedded in the anterior ivc wall and the bowel. The filter is not tilted at the inferior end. All the struts of the filter perforate the ivc up to 5mm and reside within the soft tissues. Results from this study were compared with two previous CT scans, for which similar findings were reported. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as twelve days. The trapease vena cava filter is intended for permanent placement. Without images or procedural films for review, the reported filter tilt, device embedment and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. The timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Clinical factors that may have influenced the event include the vessel characteristics. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: severe tilt of the filter with the tip of the filter embedded into the inferior vena cava (ivc) wall and bowel, perforation of strut(s) outside the wall of the ivc and into surrounding tissue. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the medical records provided, the patient underwent a consultation for severe anemia and massive gastrointestinal (gi) bleeding, following an upper and lower gi endoscopy. The patient¿s medical history included chronic lung disease, heart disease, depression and the use of CPAP machine at night. A right subclavian insertion of a central venous triple-lumen catheter was indicated for massive gi bleeding and failure of peripheral venous access. The patient also underwent an abdominal computed tomography (CT) scan. The CT report findings revealed no acute abdominal or pelvic findings and the incidental finding of an ivc filter. Of note, the patient was status post gastric band procedure with a normal appearance of the stomach, and status post hysterectomy and probable cholecystectomy. Approximately six years later, the reformatted CT images were submitted for review. The report noted the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is severely tilted anteriorly at the superior end and the tip is embedded in the anterior ivc wall and the bowel. The ivc filter is not tilted at the inferior end. All the struts of the ivc filter perforate the ivc up to 5mm and reside within the soft tissues. Results from this study were compared with two previous CT scans, for which similar findings were reported. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years post implantation. The patient reports ivc perforation, tilting and device embedded in wall of the ivc and embedded other than in wall of the ivc. The patient further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion:as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted severely with the tip of the filter embedded into the inferior vena cava (ivc) wall and bowel with perforation of strut(s) outside the wall of the ivc and into surrounding tissue. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, device embedment and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: severe tilt of the filter with the tip of the filter embedded into the ivc wall and bowel, perforation of strut(s) outside the wall of the ivc and into surrounding tissue. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.